Manufacturer narrative:
Clarification: a broken dental bridge can cause a permanent impairment to a body structure (tooth). Additional information: there was medical attention sought by a dentist and consulted a technician.

Event description:
The consumer states that their dental bridge is broken off because of using the healthywhite plus power toothbrush.